Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 32 mg/dl, 160 mg/dl, 488 mg/dl, 182 mg/dl and 190 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. Control solution testing was performed. Not all results were within range specification and no errors were observed. The product was sent for further investigation. The meter and test strip port were disassembled, visual inspection observed contamination of blood in the strip port. In addition, the reported readings were found, four of the five were found within a ten minute timeframe.